Event description:
It was reported during a laparoscopic cholecystectomy the 355ld reset button would not arm. The trocar could not be used and another was used to complete the case. The trocar was from a fdc 16 kit. There was no consequence to the pt.